Event description:
The needle was placed in the tibial tuberosity of the leg. The needle was in place for 30 minutes and fluid was given. Upon attempted removal, the hub detached from the needle. Forceps had to be used to remove the needle cannula from the pt.